Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the aneurysm procedure on aneurysm at the c7 location, after positioning the intermediate catheter and microcatheter, the stent was advanced to a high position and anchoring was started. The distal end opened smoothly, and the anchor was placed at the distal end of the internal carotid artery. When the stent passed through the aneurysm neck, it did not open properly. After retrieving and redeploying the stent, it was observed that the pushing guidewire advanced distally, but the stent did not move, suggesting detachment. Attempt to retrieve the stent was unsuccessful, so deployment was continued. The intermediate catheter was advanced further to provide support, and deployment continued, but the anchoring position at the distal end was no longer sufficient. The stent was fully deployed and then advanced to a high position, and another 350-16 stent was overlapped. The procedure was completed. The pipeline was used for an approved (on-label) indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of an amorphous unruptured c7 aneurysm with a max diameter of 6 mm and a 3 mm neck diameter. The landing zone was 3.0 mm distally and 3.6 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. Platelet reactivity units (pru) level is unknown. The angiographic result post procedure was that the blood flow slowed down. Additional information was received. The stent did not move when the pushwire was advanced, indicating it had detached and remained in place. Retrieval attempts failed due to resistance and friction, and the microcatheter could not be retrieved. The issue was caused by stent dislodgement, leading to unsuccessful deployment and deviation of the rivet point. The distal section of the stent failed to open, though it was not in a vessel bend. The stent was retrieved for adjustment, but no additional devices or techniques were used. Ancillary devices include a puhui intermediate catheter 5f guide catheter, phenom27 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.